Manufacturer narrative:
The customer reported the AED will not power on and the asi is blank. The battery pack has an expiration date of february 2025, and the maintenance schedule is reported as monthly. Advised the customer to contact the distributor and order replacement battery pack. Requested a call back to do the log history file download after receipt of the new battery pack, and to clear any service codes that are displaying. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED will not power on and the asi is blank. The customer did not report this event occurred during patient use.